Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was electively removed due to pain on the patient lower lip. The implant has functioned as intended in the patient's mouth for approximately six months, and the lot was released within specifications. The implant does not appear to be directly associated with the reported pain. Tobacco use history and hygiene around the implant site were not reported. The bone quality was type ii. No findings were observed during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient will need another surgical intervention.